Manufacturer narrative:
Date is approximate section. The main component of the system and other applicable components are: product ID: 3093-28, lot# v347313, # implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they felt a shocking sensation when walking through security. Patient stated in 2012 their wires were moved and a new ins was implanted. Patient was not sure why they moved the wires. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.